Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that daily insulin delivery totals appear to be inconsistent due to an unrelated time and date issue. There is no data in the black box from the time of the reported incident due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump did not self-suspend during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. During investigation, the pump was suspended and the pump emitted the appropriate suspend alert. The keypad was evaluated and all buttons were found to be responding appropriately.

Event description:
The patient contacted animas on (B)(6) 2011 alleging that she discovered that her pump was suspended after attempting to bolus for a high blood glucose (bg) reading of 540 mg/dl. The patient denied developed symptoms of nausea, vomiting, shortness of breath or any other symptoms suggestive of hyperglycemia. The patient claimed she did not test for ketones. It was noted that the patient claimed she would take a shot for the high bg and would then change site. At the time of troubleshooting, the customer support representative instructed the patient on how to resume the pump. The patient reported that she had changed her site and cartridge earlier that evening prior to the high bg. The patient stated that the last bg reading prior to the 540 mg/dl was 163 mg/dl. It is not known how much time elapsed between the two bg tests. At the time of the call, the patient informed animas customer support there was a lot of scar tissue around the infusion site. Review of pump history revealed that the pump had suspended at 9:25pm and was resumed at 9:52pm. No recent alarms were noted in pump history. During troubleshooting the pump settings and delivery history were reviewed and confirmed as accurate. Although there is no indication of a pump malfunction, this complaint is being reported because the patient obtained a bg reading over 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.